Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was in 200 mg/dl range.